Manufacturer narrative:
Continued h.6. Investigation code: b15, b17, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that patient was injected with 2ml juvéderm® volift¿ with lidocaine in nasolabial folds and marionettes. Two weeks later, patient developed granulomas (no biopsy reported) at injection sites. Patient was not treated. No additional information was provided.

Event description:
Additionally, it was reported that patient was injected with 1ml juvéderm® volift¿ with lidocaine in marionette lines, chin, vermillion border, and glabella (a contraindicated use). Eleven months later, patient developed granulomas (no biopsy reported) at injection sites. Patient was treated with 5000ui hyaluronidase twice. Over approximately a few months, the granulomas disappeared. Symptoms resolved approximately one year later.